Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 357 mg/dl and 99 mg/dl. On (B)(6) 2017 customer reportedly received the following results on the aviva system within 10 minutes; 358 mg/dl and 91 mg/dl. The customer also reported that on a different day he got a reading in the 370's mg/dl and a reading of 104 mg/dl within 10 minutes. No adverse event reported. Return of the suspect device was requested for evaluation.